Event description:
It was reported that balloon rupture occurred. A 27/7/2/100 equalizer balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and patient condition was good.